Event description:
The national complaint coordinator of baxter reports the transfer set would not connect "flush" with the adapter attached to the patient line. A sample is available. No patient injury was reported.